Event description:
New information received noted that the event was initially noted via remote transmission.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited under-sensing and unspecified over-sensing. No intervention was reported. The patient was in stable condition.